Manufacturer narrative:
Tw ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
Received in crowd survey 38487 beating heart pms- june 2024, where they commented "the blades can sometimes get in the way of sewing" and "depends on positioning, but sometimes visualization of pda or proximal lcx is suboptimal" when asked about the stabilizer or positioner provides positioning options that do not obstruct the surgeon¿s view or access to the surgical site once the device is set to adequately expose the vessel.

Manufacturer narrative:
(B)(4). No device catalog was reported, therefore a lot history review is unavailable.

Event description:
N/a.